Manufacturer narrative:
The psm arm was returned to isi for failure analysis investigation. Failure analysis found that the psm failed the weighted brake test. The axis 1 brake, brake gear, bearing/shaft were replaced. The psm failed the brake drop test; the axis 2 brake was replaced to repair the psm. The brakes, brake gears, brake bearings, brake shaft and harmonic gear were also replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during internal failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventative maintenance (pm) of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse) replaced the patient side manipulator (psm) to correct problems found during preventative maintenance. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.